Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty. The stapler fired and there was poor staple formation one centimeter forward of the clamp line on the first firing before locking. The proximal staple line was incomplete. The case was completed using a new staple and reload. No patient injury.